Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. On (B)(6) 2024 around 3:30pm, the patient was woken up by a high cgm reading alert, and the cgm reading was 236 mg/dl, but no bg measurement was taken. The patient felt that the reading was incorrect because the patient felt unwell, and dizzy. The patient had self-treated with 20 units of insulin, but even despite this, when the patient took a fingerstick, the bg reading was 899 mg/dl. A second fingerstick was 850 mg/dl, but the cgm reading was remained around 236 mg/dl. The patient was brought to the hospital by her husband and arrived the hospital around 4:00pm. A fingerstick was checked at the hospital and the bg reading was greater than 1000 mg/dl. The patient was treated with unspecified intravenous fluids, and after 2 hours the bg reading was 500 mg/dl. The patient stayed at the hospital for 6 hours and when the patient was discharged around 11:30pm, the bg reading was 146 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of event. The reported glucose values fall within the c zone of the parkes error grid calculator after treatment was taken by patient. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was tested at the hospital. No additional patient or event information is available.